Event description:
It was reported to philips that the wireless footswitch was defective. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the wireless footswitch. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the wireless footswitch was defective. Fse confirmed the cause of the issue was due to battery failure. Fse replaced the wireless footswitch. After replacing the wireless footswitch was replaced, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the wireless footswitch failure was confirmed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the battery failure. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.